Manufacturer narrative:
Name- (B)(6). Street-(B)(6). City- (B)(6). State- ca. Zip code- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on 15-mar-2026. The blood glucose was high for less than one hour and was treated by insulin pump.